Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 29-nov-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/ wolff-parkinson-white (wpw) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath small and air flowed back into the side port issue occurred. After putting the carto vizigo¿ 8.5f bi-directional guiding sheath small into the patient¿s body, when the physician was "pulling negatively," only air was pulled back through the hemostatic valve. The carto vizigo¿ 8.5f bi-directional guiding sheath small was replaced and the issue resolved. The procedure continued. There was no patient consequence reported. Additional information was received on the event. Air was not being introduced into the patient. It is unknown if the physician performed any maneuver to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. The event was assessed as MDR reportable as air flowed back into the side port.

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/ wolff-parkinson-white (wpw) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flowed back into the side port issue occurred. After putting the carto vizigo¿ 8.5f bi-directional guiding sheath - small into the patient¿s body, when the physician was "pulling negatively," only air was pulled back through the hemostatic valve. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced and the issue resolved. The procedure continued. There was no patient consequence reported. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been complete. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damage was observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The returned sample was connected to a syringe with water and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following warning stated in the instructions for use (IFU): before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).